Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump volume was not enunciating and customer was unable to hear alerts and alarms notifications. Customer's blood glucose was 110 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.